Manufacturer narrative:
The reporter indicated the lens tore during loading and there was no patient contact. (B)(4).

Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the lens returned in 2 pieces. The lens was returned in liquid, with light residue. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, was not used due to a loading error. There was no patient injury and the backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.